Event description:
Philips received a complaint from the customer on the v60 ventilator indicating a device malfunction as a 1104 "backup alarm failed" error occurred. It is unknown whether there was patient involvement at the time the issue was discovered. There was no report of harm to the patient or user.